Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to peeling include, but not limited to, material properties, manipulation against resistance, interaction with accessory devices such as torque device, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the bmw universal guide wire leaves a green stain or powder residue on the physicians hands during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported the bmw universal guide wire leaves a green stain or powder residue on the physicians hands during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.